Manufacturer narrative:
H10 - MDR inadvertently submitted in error.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error. The pump was reset, and error did not recur. There was no reported adverse impact to the customer.